Event description:
The device received has been classified as an unreconciled blind unit. No further info is available.

Manufacturer narrative:
Evaluation summary: the analysis results found that the jaws had become yielded causing the clips to be scissored and making the instrument non-functional. The lower and top shrouds were noted to be broken. While no conclusion could be reached as to how this misalignment had occurred, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.